Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to impedance out of range on the superior vena cava (svc) coil. The svc coil was found to have high impedance. The svc coil was programmed off with the lead remaining in use. No patient complications have been reported as a result of this event.